Event description:
It was reported that during a surgical procedure on the pt's back, the bur was stuck in the attachment. It was also reported that was no delay and no adverse consequences as a result of this event, another attachment was used to complete the case. It was further reported that during testing conducted at the manufacturer that the bur was broken inside the handpiece.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11332.